Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's tablet was experiencing communication issues. No patient was impacted because the physician had additional programming systems available for use. The programming wand battery was verified to be at adequate levels and the tablet was not plugged in. After multiple attempts, the serial cable was switched with a known good serial cable and it was verified that the communication issues were associated with the serial cable. The cable was discarded. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.